Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead and associated device presented to the emergency room where loss of capture (loc) was found and impedance was noted to be greater than 2000 ohms. The patient was seen for a revision procedure where the lead was abandoned and a new lead was implanted. There were no additional adverse patient effects reported. The device remains in service.